Manufacturer narrative:
Additional product codes for the device include: dyg: catheter, flow directed, kra: catheter, continuous flush, dqe: catheter, oximeter, fiberoptic, dqo: catheter, intravascular, diagnostic. No product will be returned for evaluation; it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional product codes for the device include: dyg: catheter, flow directed, kra: catheter, continuous flush, dqe: catheter, oximeter, fiberoptic, dqo: catheter, intravascular, diagnostic. No product will be returned for evaluation; it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint was unable to be confirmed since the complaint affected unit was not returned for evaluation, neither an image or video of confirmed device deficiency were provided; therefore, a product non-conformance or device failure could not be confirmed. No root cause could be identified since no product sample nor objective evidence was provided for investigation. A device history record review was completed and documented that device met all specifications upon distribution.